Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date the patient began treatment with injection vancomycin (1 gm, every third day, route and duration not reported) and injection fortum (1 gm, every day, route and duration not reported) for peritonitis. At the time of this report the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.